Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, error test and all operating currents tested within the spec range. Pump was monitored and tested with no unexpected battery out limit alarm noted.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the esc and act buttons were not responding. Customer stated that the pump alarmed during normal use. Customer reports they were unable to clear the alarm. Customer reported that they were unable to clear the alarm. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.